Manufacturer narrative:
The product has been returned for an investigation. Performed a visual inspection on the returned sensor. Observed the sensor plug to be properly seated in mount. Extracted data from returned sensor using evm and sensor labview software. Sensor state was 5 (indicating normal termination). Sensor plug removed and inspected the plug assembly. No observations were observed. Sensor was inserted into the simvivo test fixture in keithley mode and applied current to perform linearity test. Glucose count results were with in specification. Not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high reading on adc freestyle libre sensor which she perceived to be higher than she felt. Customer self-treated with unspecified units of insulin based on the sensor reading following which she lost consciousness. Customer was diagnosed with hypoglycemia and was treated with IV glucose by emergency services. There was no report of death or permanent injury associated with this event.